Event description:
It was reported that the device and leads were removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4). The device was returned, analyzed and no anomalies were found.